Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the inspection revealed malfunctions in the compressor and drive valve assembly. The 5000-hour maintenance kit and drive valve assembly were replaced to fix the issue. However, after the initial repair, a new error was revealed in the k6a safety vent. Before the device could be returned to clinical use, the k6a needed to be replaced as well.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) had automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site address, name, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.